Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume infusor. The patient's infusion started at 6pm but at 8am next morning, the nurse confirmed that the solution was not infused to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.